Event description:
A materials manager reported that the handpiece was overheating during a cataract procedure and that a metal particle flew out of the handpiece into the patient's eye. The surgeon removed the particle from the patient's eye during the same procedure without patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).